Event description:
It was reported that the egm display anomaly observed was due to repeated switching from the fast and slow telemetry. Reinterrogation and remeasurement was recommended. Device remains implanted.